Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. The reporter stated that on several occasions the patient¿s blood glucose (bg) would go high and upon checking the infusion set, it was found that the cannula was bent. The reporter stated than an air bolus was attempted but no insulin would come out and that the pump did not alarm for an occlusion. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not alarm for an occlusion.